Manufacturer narrative:
It was reported that char was found on the octaray mapping catheter. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31196824l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and an octaray mapping catheter which were found to have char and a thrombus/clot. It was reported that the qdot micro catheter was found to have char. After superior vena cava (svc) ablation (about 2 hours after start of use), when the sheath was changed for left atrium (la) again, the char was found on the qdot micro¿ catheter¿s tip. During the ablation, there were no change in temperature, impedance, etc., so there was nothing to notice beforehand. After char was confirmed, the char was wiped off, and the procedure was continued again and then the procedure was completed. On 17-jun-2024, additional information was received confirming that char was also found on the octaray mapping catheter. Char on the octaray mapping catheter was found at the same time as the qdot micro¿ catheter. As such, based on the information received, the event was also assessed as MDR reportable against the octaray mapping catheter.

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).